Event description:
During a ptca procedure the balloon of this device ruptured reportedly causing a blood vessel to expand and contrast medium to leak. The pt is reported as fine and the device is being returned for co's analysis.